Event description:
Ongoing concern regarding the number of I-cross catheters needing to be replaced over the past 12-24 months. The catheter is used in the evaluation of intravascular coronary vessels, and there have been different problems with the device. Problems include (1) the inability to visualize vessel intima; (2) a lack of any image if the catheter is manipulated and re-advanced (3) issue with a 'floppy' catheter, that is, the sense that something snapped inside the catheter.